Event description:
The site reported the following: a piece of plastic was noticed inside a syringe. Visual inspection of the syringe prior to use prevented the product from being used for a pt procedure.

Manufacturer narrative:
Bayer r & I product analysis received and examined the 150 - ft syringe, (lot # 153313) and confirmed the presence of a particulate in the fluid path. The particle measured approx 2.25mm long by 0.75mm wide. The particle has the potential to fragment and break apart; therefore, the potential to be injected into the pt exists. The fasturn syringe instruction for use (IFU) states: visually inspect contents and package before each use. In the event additional info is obtained, a follow-up report will be submitted.